Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was not confirmed. In addition to the air/water (aw) tube and aw cylinder having foreign material,, additionalfindings were: water tightness was lost due to wear of the scope cover packing; the flexible adjustment ring had a scratch; the grip had a scratch; the forceps channel port had a scratch; the air/ water cylinder had no color; the suction cylinder had no color; the plug unit had a scratch; water tightness was lost due to a cut on the bending section cover; the insulation resistance value at distal end did not meet the standard value due to damage on the bending section cover; the plastic distal end cover had a crack; the objective lens had a crack; the light guide lens had a crack; the connecting tube had a wrinkle; the protector of the universal cord on the suction connector side had a scratch; and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had hard tires. The device was returned for evaluation. During the device evaluation, the following reputable malfunctions were found: the air/water cylinder and tube had foreign objects. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the scope connector cover packing and bending section cover. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.